Event description:
It was observed during the device investigation that the flex deflectable videoscope had a flickering image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the flickering image occurred when manipulating the light guide tube and occurred due to damage on the charged coupled device. Olympus will continue to monitor field performance for this device.